Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the device never worked since implant (B)(6) 2016. The health care provider had thought that the patient was implanted in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.